Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va2svv0, implanted: (B)(6) 2023, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 29-nov-2024, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the caller reports that they had spinal surgery 18 months after the original device was implanted. The therapy stopped working after that surgery. The suspicion was that possibly the leads had moved during the surgery. The patient had surgery last week to replace the lead. The caller noted that they have not had any improvement in their bladder symptoms, but they are not ready to give up because they feel like maybe it is just a programming issue. The caller noted that the bowel habits are different and they think that could be device related. They tried last week on their own to make a connection and the device kept saying cannot connect. This morning out of sheer frustration, they tried it on the own and they were able to connect and change programs. Reviewed with the caller how to change programs and increase the stimulation to a level where they can feel it in the bicycle seat area helped patient adjust stimulation. Patient will maintain stimulation level and will continue to track symptoms. The patient mentioned dissatisfaction from previous implanted because they told the patient that there was nothing wrong with the lead and they tried some medication instead. It was not until the patient changed hcps that they decided to change the lead. The caller noted that there was a company representative at the surgery one week ago. The caller tried to call the hcp to obtain the rep's contact info but they would not provide it and told them that the rep would call the patient. Agent reviewed role of patient services.